Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified medication. It was reported that during priming prior to pt use, an unspecified volume of solution leaked from an unspecified location of the filter tubing set. Though requested, no additional information was provided, including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not completed. This report represents all the information known by the reporter upon query by hospira personnel.